Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator failed testing and the system board was replaced to address the issue. The country of occurrence was not entered in the previous report. The country of occurrence is the united states.